Manufacturer narrative:
(B)(4). Info was not provided by affiliate. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the cartridge fell out of the device into the thoracic cavity. The cartridge was retrieved and a like device was used to complete the procedure. There was no reported pt consequence.